Event description:
It was reported in a hospital implant registration form that the right atrial (ra) exhibited atrial undersensing during atrial fibrillation (af) episodes. The ra lead was programmed off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5182061.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.